Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the left basilar trunk. The pt has a history of left carotid artery stenosis (50-69%), prior stroke, and extracranial revascularization with an intervention in 2006. For this procedure, on approx four months later, pre-procedure stenosis was 80%. The pt "... Was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. Prior to discharge on the next day, the pt had a tia (transient ischemic attack). As well, a pseudoaneurysm was obliterated. These issues resolved without residual effects the following day.

Manufacturer narrative:
Device code other: subject device was placed without incident; however, the pt had a tia (transient ischemic attack) prior to discharge. Request for follow up info have been unanswered to date. The reported adverse event (tia) is contained in the device directions for use. The subject device may have been used off-label because it should be used with a gateway balloon catheter (balloon catheter used unk mfg). Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.